Manufacturer narrative:
The electrosurgical unit referenced in this report was returned to olympus for investigation. The loop electrodes which had been used at the time of the event were not returned for evaluation, as they had been discarded by the user facility following the event. The ues-40 was evaluated at different modes and settings, and found to operate appropriately. The cause of the user's experience could not conclusively be determined at this time, but the information provided suggests that the loop electrode may have been exposed to excessive electrocautery energy. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic transurethral resection procedure (turp), an unidentified model of olympus loop electrode was connected to the ues-40. When energy was applied to the device, the loop electrode reportedly turned orange, and then vaporized. A second loop electrode was said to have been connected, and experienced a similar phenomenon. No information was provided regarding the settings that were used at the time of the event. There was no patient injury reported, and no significant additional information provided to date.